Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 527 mg/dl. Customer current blood glucose was 237 mg/dl. Customer treated high blood glucose with manual injection. Customer stated they did experienced symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.